Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded a new cartridge onto the pump and received an accurate fill estimate. Customer's blood glucose level was 146 mg/dl. In addition, it was reported that the customer received an incomplete bolus alert. Tandem technical support educated the customer on how incomplete bolus alerts are triggered. Customer had elevated bg levels (336 mg/dl). Customer delivered a bolus to address elevated bg levels.